Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The reason of the surgery was not specified. No further information was provided.